Event description:
It was reported that a patient underwent an unknown urological procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). The following information was requested, but was unavailable: please provide lot number: no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g /m.